Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 120 units of insulin during the load sequences. Customer¿s blood glucose level was 90-134 mg/dl during the events. Customer continued to use the pump for insulin therapy.